Event description:
A customer contacted baxter technical service center regarding a system error code 2240 that occurred on the home choice (hc) during use. The technical service representative (tsr) explained the alarm and advised to start over with new supplies. The patient stated they got separated from the patient line. The nurse was contacted during a follow up call and stated the patient did not report the event and has not reported any injuries. Per the patient, the samples are not available. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B) (4). Per the patient, the samples are not available for evaluation.